Event description:
The subject device was returned for analysis and it was discovered that the guidewire subject device ptfe (polytetrafluoroethylene) coating was noted to be peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire polytetrafluoroethylene (ptfe) was noted to be peeling from the proximal tip to 37 centimeters (cm) from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip had a slight uneven swelling/bulge at the distal end. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During functional inspection the guidewire was advanced through a flushed demonstration microcatheter, no friction was felt. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation, based on the anomalies noted during analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device and there were no anomalies noted to the device after removal from the packaging or prior to preparation. The device was prepared as per the dfu, the device was confirmed to be in good condition prior to use and continuous flush was maintained throughout the procedure. Difficulty/resistance was encountered while advancing the guidewire through the catheter, the wires would not fit through the microcatheter when putting together on the back table. The wires would not fit through the microcatheter when putting together on the back table, prior to use on the patient. The procedure was completed with a new guidewire and catheter. Product analysis found when the guidewire was hydrated, the distal shaft had a slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the swelling/bulge had disappeared. This is a cosmetic issue and there is no damage to the coating. During the dimensional inspection, the outer diameters (od's) were confirmed to be within specification when the device was both wet and dry. During the functional inspection, the guidewire was inserted and advanced through a flushed demonstration microcatheter without issue. The reported event guidewire difficult to advance was not confirmed based on analysis of the returned device. There was evidence of scraping and peeling of the ptfe guidewire coating from the proximal tip to 37cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analysed defect 'guidewire ptfe coating peeling' has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to analysed defect 'device has cosmetic/appearance issue' since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.